Event description:
Customer called and reported to baxter corporate product surveillance a 1.2 micron extension set in which a leak occurred. According to the report, the set was leaking through a vent hole on the back of the filter. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection showed no abnormalities or holes. The sample was then attached to an in-house (B)(4) which was spiked into an in-house 1000ml solution bag. The sample was then re-primed per label copy and checked for flow and leaks. The sample primed and flowed normally with no leaks found. The sample was then water pressure tested. This identified a leak from the first vent hole by the inlet port. The root cause was determined to be due to a defective component provided by the supplier. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.